Manufacturer narrative:
Concomitant: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). G2. Foreign: colombia medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the recharging system does not turn on when connected to the programmer, therefore the neurostimulator is turned off and the patient reports pain in legs and back. The programmer and the recharging system were checked but it is not possible to turn it on. There were no external factors that may have caused the event. The recharging system and programmer were checked and it was verified that the system was not working. The recharge system and patient programmer would be replaced with a new one. The issue was not resolved at the time of the report. The patient symptoms and complications associated with this event were burning sensation and pain. The location of the issue or symptom was at the lead extension connection location and the extension location. No medical or surgical intervention were needed to prevent a permanent impairment of a function and the event did not lead to or extend patient hospitalization. It was noted that there was no injury as a result of the event. The patient status was alive with no injury at the time of the report. Additional information was received. It was reported that a new programmer and re charger were sent to the patient. Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient reports pain and burning in the lower limbs because the neurostimulator is turned off. At this time the recharging system and the patient programmer have already been replaced to resolve the issue. The issue has since been resolved. The burning sensation was not due to the recharger (97755) getting hot nor was it heat from the lead connection and extension. The report that "the neurostimulator is turned off and the patient reports pain in legs and back" was due to normal battery depletion of the ins due to the recharging system issues leading to a loss of stim and return of symptoms. All issues have been resolved by the replacement of the recharger and programmer. The provided information has been confirmed with the account.